Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 014 pta balloon catheter. During the procedure, the balloon catheter did not pass through the lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one ultrascore 014 pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the rubber strain relief was not present on the catheter exposing the coils on the proximal end of the catheter. Under the light microscope, it was noted the gw lumen had blood inside throughout, no damage noted to the score wires. During functional testing, the device guidewire lumen was attempted to be flushed but water did not exit from the distal tip. The patency of the guidewire lumen was tested using an in-house guidewire, and it was not able to be inserted from the distal tip. Another attempt was made via the hub but was met with resistance. Due to the blood in the gw lumen the gw could not advance. Since the gw could not advance, functional testing for failure to advance into an in-house sheath could not be performed. Therefore, the investigation is inconclusive for the reported failure to advance as the conditions of use could not be replicated in the laboratory. However, the investigation is confirmed for the identified device dislodged as the rubber strain relief was noted to be dislodged from the catheter. A definitive root cause for the reported inability to cross lesion and device dislodged could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.